Event description:
Customer reported that a pump malfunction occurred after the pump fell while trying to load a new cartridge. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, provided instructions for returning the current pump, and sent a replacement to the customer. The customer was informed about required steps for using the replacement pump and acknowledged the instructions.